Manufacturer narrative:
Additional information was added: the device was manufactured from march 12, 2019 - march 14, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed which showed evidence of a leak inside the bag that contained the device. The reported condition was verified through visual inspection of the photograph. However, the location and the cause of the leak could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unknown location. The device was filled with 4800mg of fluorouracil in 155 ml sodium chloride (nacl) 0.9% solution. This was identified at the hospital before use. There was no patient involvement. No additional information is available